Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed that the alarm occurred. The product was returned and the failure mode was able to be reproduced. The root cause of the console issue was a software issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. The patient stayed hemodynamically stable and continued to receive effective support from the pump.